Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s current blood glucose level was 400 mg/dl, 420 mg/dl and 476 mg/dl at the time of call. Customer stated that her set disconnected yesterday afternoon however, changed out set four times and the cannulas were bent as well as tubing detachment. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.